Event description:
The device was returned to the service center with a report from the customer contact that indicated the device alarmed for distal pressure sensor 2. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the distal pressure sensor pin was broken.

Manufacturer narrative:
During testing it was found the distal pressure sensor pin was broken. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.